Event description:
It was reported through a returned product form that a patient underwent generator and lead explant surgery due to a lead discontinuity. At the moment attempts to obtain further information have been unsuccessful to date.

Event description:
Analysis was completed on the returned lead. Analysis of the lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the connector portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received by the manufacturer indicating the explanted lead was returned for analysis. At the moment the lead remains under analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.